Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that their onetouch vita enhanced meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation.the patient reported that the inaccuracy occurred at an unspecified time on (B)(6) 2014. At this time the patient obtained blood glucose readings of ¿162 and 108mg/dl¿ on the subject meter within 20 minutes of one another. The patient manages their diabetes with oral medication (type and dosage unknown) as well as with diet and/or exercise and denied making any changes to their normal diabetes management regimen as a result of the alleged inaccuracy. ¿immediately¿ after obtaining the alleged inaccurate results the patient suffered the following symptoms: ¿fainted, avc (accident vasculaire cérébral), headache and insensitivity from head to toe¿. As a result of these symptoms the patient was taken to hospital and admitted later on (B)(6) 2014. The patient remained in hospital until they were released again on (B)(6) 2015. The patient is known to have ¿several¿ health problems and allegedly cannot walk a lot and is losing the vision in one of their eyes. The patient has not changed their regular diabetes management routine since this event based on healthcare professional advice.at the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and an approved sample site was being used to obtain results. The patient¿s products were replaced and requested for evaluation.this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after obtaining alleged inaccurate erratic blood glucose readings with the subject meter. Despite the fact that there was such a short time between the onset of the alleged issue and the reported symptoms, and the patient likely felt symptomatic prior to or when the issue began, the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow up #1:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.